Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 435 mg/dl. A system check was performed and air bubbles were observed . The customer primed the air bubbles to address the issue, and continued using the pump for insulin therapy.